Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized on (B)(6) 2017. Customer had high blood glucose during both incidents. Customer reported that on (B)(6) 2017 he was hospitalized due to diabetic ketoacidosis and blood glucose was 550 mg/dl. The call was disconnected and customer called back regarding sample sets.